Event description:
It was reported that log files were submitted for concern of the patient was sleeping on battery power. The patient was found to have partial thrombus in the outflow graft. The log files did not show any unusual alarms but did confirm the patient was sleeping on battery power as they did not connect to the power module/mobile power unit (mpu). There were no changes to patients' anticoagulation or to pump parameters. The computed tomography angiogram (cta) showed partial occlusion of the outflow graft, and nothing was noted on the echocardiogram. Symptoms included chest pain. Palliative care and goals of care were discussed, along with medication optimization. Palliative medicine would remain ongoing discussion for plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported partial thrombus in the outflow graft could not be confirmed through this evaluation as no images were submitted and the device remains in use. A specific cause for the reported event could not be conclusively determined. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the computed tomography (CT) showed device in place with long segment outflow cannula thrombus with irregular contour and severe luminal narrowing similar.